Event description:
Procedure type: urological/gynecological. Reportedly, the patient underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the patient experienced pain, injury, and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "pelvicol."